Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that the patient mentioned multiple "ghost beeps and switching events" on his controller and battery. The patient was at home during the event. After consulting with the manufacturing field representatives all of the patient's batteries and controller were changed out. The patient tolerated the controller exchange very well and is doing fine and is back home. This is report 1 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to always keep a spare set of fully charged batteries and a back-up controller available at all times. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01494, 3007042319-2015-01495 and 3007042319-2015-01496) submitted for devices related to the same event. Current device location is unknown.

Manufacturer narrative:
One controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log files with critical battery alarms and occurrences of non-consecutive premature controller - battery switching events around the time of the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01494, 3007042319-2015-01495 and 3007042319-2015-01496) submitted for devices related to the same event.